Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition of an f38 alarm. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer reported problem "alarm 38" was confirmed during the sample evaluation. The cause of the condition was the tube misloading sensor. The tube misloading sensor was replaced to resolve the customer reported problem. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported by a facility that an alarm 38 occurred with a flogard infusion pump . It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.